Event description:
Device report received from synthes (B)(4) reported an event in (B)(6) as follows: patient tripped over the carpet in which his left hip got hurt. No pain at the left hip site. Clean old surgery scar. No skin tears. Sense of feeling and movement normal in the lower extremities. Patient can lift his right leg straight upward from the hospital bed. In the or during insertion of a dhs plate, a screw head broke while twisting the screw with the normal force. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis additional product code: hwc. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
The cortex screw is made of stainless steel. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the cortex screw is in compliance with the international standards iso 5832-1 and astm f138 for implants made of stainless steel. The dimensions of the investigated cortex screw were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The neck diameter of the cortex screw is 3.72 mm. The cortex screw was used for an osteosynthesis by means of a dhs on the left side on (B)(6) 2013. The surgeon twisted the cortex screw while fixing the dhs, thereby breaking the screw. The patient has a total hip prosthesis on the right side which was implanted in (B)(6) 2011. Additionally he has a reconstruction plate at the right side because of an acetabulum fracture which occurred in the year 2010. Based on the topography of the fracture surface, we can conclude that the implant was subjected to excessive local torsional stress in the tightening direction which led to the formation of cracks. Under strong deformation, the generation of cracks is a typical behavior of stainless steel. A failure resulting from either a material defect or the manufacturing process can be excluded.